Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard ssk tibial trays, unknown vanguard ssk femoral, unknown vanguard ssk patella. Geoffrey s. Van thiel, keith r. Berend, gregg r. Klein, alexander c. Gordon, adolph v. Lombardi, craig j. Della valle ¿intraoperative molds to create an articulating spacer for the infected knee arthroplasty¿ clin orthop relat res (2011) 469:994¿1001. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07455, 0001825034-2017-07456, 0001825034-2017-07457, 0001825034-2017-07458, 0001825034-2017-07459, 0001825034-2017-07460, 0001825034-2017-07461, 0001825034-2017-07462, 0001825034-2017-07463, 0001825034-2017-07505, 0001825034-2017-07508.

Event description:
It was reported in a journal article that seven patients became reinfected at a mean of 16.3 months coincident with the reimplantation procedure.

Manufacturer narrative:
Both legacy zimmer and legacy biomet components were used in this journal article study. It is unknown which devices this patient had implanted, therefore two reports were filed. Please see associated report: 0001822565 -2017 -06714 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article, that one (1) patient ((B)(6)) became reinfected with an acute hematogenous infection 20 months post-op and underwent an open debridement and polyethylene exchange. No further information is available.